Manufacturer narrative:
(B)(4). Manufacture date: 3/29/16, 3/30/16, 4/1/16, 4/2/16, 4/4/16. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed with no issues noted. The sample met product specifications, therefore, the condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a interlink solution administration set failed to prime. The reporter stated that they were unable to prime the set with albumin solution and that after spiking the albumin bottle, no solution goes into the solution set. There was no patient involvement. No additional information is available.